Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed compressor faults 3001, 1001, 2001, 1020 and 1041. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including stress testing and calibration checks without duplicating the report. An internal inspection found dust and debris in the flow screens, likely due to improper storage without the red cap on the gas outlet. This can allow dust and debris to enter the gas pathway. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.